Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of the suction irrigator instrument broke off. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The suction irrigator was analyzed and found to have an input disk broken. The middle input disk that controls the irrigation was found completely detached from the base of the housing. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.